Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in ss slm npvc catheter backed out of vein the following information was provided by the initial reporter: the patient's indwelling needle port popped off easily during infusion and could not be used, and then was reused after replacing the indwelling needle.

Event description:
No additional information provided.

Manufacturer narrative:
1. Information in the parent attachment : the interface of the indwelling needle is easy to pop open because of the mismatch between the hospital's straight insert syringe and the smartsite. 2. The customer returned 1 video, not the actual sample. In the video, the nurse demonstrates the connection of the straight insert syringe to the smartsite. 3. DHR/bhr review lot 3247528 1 this batch of products were assembled at intima ii auto line 4 in september 2023, and packaged at cfs package line in september 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 the smartsite batches used in this batch of products, review the incoming inspection results, no abnormalities. 4. The retained sample of this batch is taken, and the smartsite is directly connected to the iso luer connector for 45psi leakage test. No leakage or popping open is found at the interface. Please see the attached test report. 5. According to the product design, smartsite can be connected to the iso luer connector. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion : no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. In the video returned, the nurse demonstrates the connection of the straight insert syringe to the smartsite. According to the product design, smartsite can be connected to the iso luer connector, but cannot be connected to the straight insert syringe. Therefore, the phenomenon of the popping open of the interface has nothing to do with the product quality.